Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked batter tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump's keypad stopped responding during bolus. Customer reported removing then replacing the battery and receiving a button error alarm. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 136 mg/dl at the time of the call. No further information was provided.